Event description:
The hospital reported a disconnection of the internal tube that connects the flowmeter output barb to the auxiliary oxygen port causing loss of auxiliary oxygen during a case. There was no report of patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The circuit hose to the expiratory port was replaced to resolve the issue. Block a: no patient information provided to date after calls to customer 10/15/21, 10/18/21, and 10/19/21. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.